Event description:
According to the reporter; the balloon popped while being inflated. There were no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No additional information available at this time.